Manufacturer narrative:
Per the fsr, during testing it was found that the leakage current was 589 microamps, and it should be less than 500. The high leakage current was an indicator of a failed heater. Replacement parts are no longer available so the user facility has been advised to remove the unit from clinical use. As a result, nothing is being returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, a high leakage current was observed. There was no patient involvement.